Manufacturer narrative:
The pump remains implanted, thus was not returned for evaluation. As such it is not possible to evaluate the pump and determine the root cause of this complaint. A review of the device history records could not be performed since the serial number was not provided. At this time this complaint is considered to be closed. Should the pump be returned at a later date, this complaint will be re-opened and an evaluation will be performed. Device not available.

Manufacturer narrative:
The event description has been updated. Since the investigation results have already been filed, no further action is required. If the device is returned at a later date, the complaint will be reopened and a followup report will be filed. At the present time this complaint is closed.

Event description:
As reported by the national clinical specialist, a model 3000 pump flowed too slowly. No adverse consequences reported; action taken was to report and refill pump and recheck.

Manufacturer narrative:
Corrected UDI: (B)(4). Updated device information and investigation results... The pump remains implanted, thus was not returned for evaluation. As such it is not possible to evaluate the pump and determine the root cause of this complaint. A review of the device history records did not show any anomalies during the manufacturing process. At this time this complaint is considered to be closed. Should the pump be returned at a later date, this complaint will be re-opened and an evaluation will be performed.

Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported, a pump is running faster than it should. Details forthcoming.